Manufacturer narrative:
The device referenced in this report was returned to siemens for evaluation. During visual inspection, no physical damage was observed. A system test was conducted and the reported usacquisitionhw_40 error was not reproduced; however a usacquisitionhw_0 error was observed. Engineering was unable to perform acoustic performance test due to the system error message. A factory leakage test was performed and it passed at full level. Destructive analysis showed no cable open/short and it was confirmed that there was also no gastro flex #6 open/short. It is believed that there was an electrical open between vnh and gnd on mmx#6 inside. Due to the component being destroyed during analysis, the likelihood could not be proven. The most likely root cause is mmx#6 electrical damage due to insufficient reliability which is related to either the design or manufacturing defect. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process. At the time this complaint was deemed reportable was based on the severity from hre 2016-15. However, the post market data revealed that this issue is no longer considered a reportable event, per filing of reportable adverse events (p/n 10031583). Reference: (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented. (B)(4).

Event description:
It was reported that during equipment testing, when the transducer was first plugged into the ultrasound system, a usacquisitionhw_40 error was displayed. There was no study or procedure being performed when the error occurred; therefore, there was no patient involvement. No additional information was provided.